Event description:
Endostapler came improperly loaded from the manufacturer. During procedure, stapler did not fire staples into the appendix base, but did cut the appendix from the bowel. A second stapler cartridge was loaded and the stump of the appendix was re-stapled to seal the open end left by the previous failed stapler.